Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump is experiencing intermittent loss of power. Her pump was off today, so she changed the battery and the battery cap was corroded. There is reportedly no visible moisture in the pump, no yellow o ring visible, no cracks in casing or display, and no trauma to the pump. The battery cap is secure and was reportedly changed two months ago. This complaint is being reported as the alleged intermittent power issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded in the black box. On examination, there was no damage to the battery compartment or the battery cap. The battery cap was able to fasten to the pump properly. There was corrosion in the battery compartment. The pump was exercised for 24 hours without power issues occurring. The pump cover was removed for investigation and there was no evidence of moisture inside the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.